Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip failed to release from the catheter after the clip was closed onto tissue. The clip was pulled off the tissue and removed from the patient. Reportedly, there was very minor damage to the tissue and the event did not cause any additional bleeding. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.